Event description:
As reported, the patient came in for treatment of the right pcom aneurysm. The physician first used 637mf0306 coil but he could not advance the guidewire, so he changed to use 637mf0304 coil. The coil, however, was stretched in 606151x microcatheter during the advancement. Finally, the physician used coil 637mf0304 coil and another 606151x microcatheter to complete the procedure.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During treatment of a right posterior communicating (pcom) artery aneurysm the first coil, a 3x6 orbit complex mini fill (637mf0306), could not be advanced in the prowler 14 (606151x) microcatheter (mc). The coil was changed to a 3x4 orbit complex mini fill (637mf0304); however, this coil stretched in the mc during advancement. Both coils remained attached to the delivery system without any separation when withdrawn. Another 637mf0304 coil and another 606151x micro-catheter were used to complete the procedure. There was no patient injury reported. An adequate continuous flush was maintained through the mc. A non-sterile orbit mini complex fill 3x4 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted at 75 and 143cm from hub. The introducer was received zipping and no damages were noted on it. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled/stretched coil was confirmed. The cause of the kinks found on the device and condition of the embolic coil could not be conclusively determined. However, with review of the returned concomitant mc it appears that the procedural factor of not maintaining an adequate flush through the mc as outlined in the instructions for use (IFU) may have contributed to device interaction and stretching of the coil. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent this type of failure from leaving the facility. Procedural factors addressed in the IFU appear to have contributed to the events. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were on it. The introducer was found unzipped without damage. Part of the support coil was found outside of the introducer and no damages were noted on it, the rest of the support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The embolic coil and the gripper were inspected under microscope and no damages were noted on them. The functional test cannot be performed due to part of the support coil was found outside of the introducer from the proximal end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "dcs impeded in microcatheter" could not be evaluated due to the conditions of the received unit. The damages found on the device and the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Additionally inspections are in place as per 637mi021 rev. 26 that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.